Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (flashing display) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/30/2017 with the following findings: during investigation, the pump powered on with a blank screen. Further testing was unable to be performed due to the blank display; the pump's black box data was unable to be downloaded. The pump was opened and the no damage was found to the display screen. A test display screen was installed but the display remained blank. Further investigation revealed that the electronically erasable programmable read-only memory (eeprom) component was cracked. The failure of the pump¿s read-only memory was determined to be the cause of the alleged display issue.